Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6931 implantable defib lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged during the scheduled right ventricular (rv) lead replacement procedure. The lv lead was explanted and replaced. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.